Manufacturer narrative:
A medtronic representative performed troubleshooting on-site. Through this investigation, it was determined that the reference frame had moved while adjusting the table, which directly caused the reported inaccuracy. The navigation system functioned normally. A full navigation system check-out was performed on this system and full system functionality was confirmed. No further issues were reported.

Event description:
A medtronic representative reported that during a cervical spine procedure the surgeon noted a 2cm inaccuracy. This was discovered while doing an accuracy check immediately following a 3d image being taken for navigation. The reference frame was already attached to the spinous process at this point in the case. Medtronic navigation was discontinued post-incision because of this issue. A c-arm was brought into the room to complete the case. The procedure was completed successfully after a 5 minute delay. The patient was not impacted. No additional details were provided.